Event description:
Inbound. Pt reports continued pump alarm and new cassette. New cassette shipment arrive this past weekend and has had two cassette need to be discarded because of alarm from the same shipment, has both cadd legacy pumps sn (B)(4), alarming no disposable. Cassette lot number 4096350. Pump replacement sent with box to return. No further details provided.